Event description:
It was reported the monitor was silent. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and helped them troubleshoot the unit. The customer requested a replacement speaker as a result of their visually inspection. A good faith effort (gfe) response noted a speaker on the surveillance system had a volume which was very low and not adjustable with confirmed sound. The rse provided the customer with a quote for a replacement speaker to resolve the issue. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was confirmed to be a speaker. The issue was resolved by the rse providing the customer a quote for a replacement speaker. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time. Additional information was received that the device produced sound. As per the definition of non-reportable, a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.